Manufacturer narrative:
The customer reported that the monitoring system did not generate an audible alarm for a low desat event. Analysis of the alarm logs from the attached central station shows that there were multiple desat alarms for this patient around the time described in this report. The multiple desat alarms supports that the alarm was being acknowledged at the bedside. Device labeling (IFU) adequately describes acknowledgement (silencing) of alarms. No further investigation or action is warranted. (B)(4).

Event description:
The customer reported that the monitoring system did not generate an audible alarm for a low desat event.